Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The returned sample was visually inspected, and no obvious defects were found. A calibrated console representing the current software version was used to test the sample. The light emitting diodes (led) rings on the console turned green as the probe connectors were engaged to the console indicating the proper communication between the probe and the console. The correct cut rate displayed on the console screen. The probe radiofrequency identification (rfid) connectors functioned per specifications. The root cause of the customer's complaint could not be established; the returned sample functioned per specifications. After an investigation of this complaint, it has been determined that this sample functioned per specifications; therefore, no corrective action is required at this time. Current tracking indicates no adverse trend for this lot for this event as the product met specifications. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).

Event description:
A physician reported that the cutting failure of the probe occurred and the cutter was defective during an unknown timing of vitrectomy surgery. The procedure was completed by replacing the probe with new one. There was no patient impact.